Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2022, the eighth chemotherapy is planned. The result of the perfect chest x-ray has not yet come out. On (B)(6) 2022, when the PICC tube nursing treatment was performed: the PICC tube sleeve was broken and fell off, and the proximal catheter was not seen. Check the chest x-ray image on admission: it indicated that the PICC tube was suspiciously detached. The position of the catheter was evaluated, and the chest spiral CT report indicated that the PICC tube had been broken and dislocated, and the upper end was located at the branch of the left pulmonary artery. After bypassing the bifurcation of the pulmonary artery to the right pulmonary artery, it ascended to the main pulmonary artery, and the end was located in the right ventricle. The results showed that the interventional physician informed the patient and his family of the current condition and related risks, and suggested taking out the PICC tube under intervention. During the operation, a large number of thrombus formed on the catheter, the thrombus fell off during the removal process, pulmonary embolism, and hypoxemia in severe cases. The patient and his family expressed their understanding and agreed to the operation. The "interventional PICC tube removal" was performed at 16:00 on (B)(6) 2022. The operation went well, and the catheter was checked, and the broken end was neat.